Event description:
In 6/90 after awakening from plastic surgery for the implants, rptr's right side was extremely swollen and painful (not the left). Complaints were brushed off as "trauma from surgery" yet no explanation as to why the left side had no similar problem. Two days of complaints, vomitting, difficulty in raising chest to breath and low grade fever went unheeded. Under protest, rptr was discharged from the hosp and 24 hrs later was undergoing emergency blood transfusions and surgery to remove a large hematoma under the right breast. The right breast since that time has never felt as "pain free" as the left and the shape has never been right since then. An open capsulotomy after removal of the tissue expanders had to be performed before the silicone implants could be inserted. There are 2 operative notes: june 8th and june 11th on this procedure. They do not coincide consistently with info about the surgery. Rptr is a nurse of 29 yrs. She has dropped a pt due to her inability to control the weight or lift of the pt, bruised a pt severely during a simple venipuncture because she could not control the needle, and has an inability to concentrate on administrative duties due to memory loss and concentration on consistent, unrelenting pain throughout her body. Rptr has experienced the following: sensitivity to heat/cold, easily bruised, dental pain (bleeding gums and pain), joint pain in right shoulder and fingers (swelling), elbow and hand/arm weakness and tenderness, knee pain, ankle swelling, hip stiffness, degenerative arthritis/osteoarthritis and pain (cervical spine 5-6, thoracic 7-8 with calcification, and lumbar spine), muscle spasms (leg cramps), cigarette or acid type skin burning over right shoulder, cervical neck, and back, legs (inability to straighten after bending or rise after kneeling), skin sensitive to touch or rubbing, skin itching, burning, tingling, memory loss (numbers, words, thoughts), low grade fevers periodically for no apparent reason, weight gain (normal weight 120-125, present weight 140 - gained over 9 mos without change in eating habit), hair loss and slower growth (dry, brittle - fingernails dry and brittle), urinary tract infections/hematuria, shortness of breath on exertion never before experienced, mitral valve prolapse diagnosed 12/93 (no prior history of any such condition, mitral and tricuspid regurgitation/pulmonic insufficiency), chest pain, shortness of breath, dizziness, superficial chest pain near sternum - burning, tingling, stinging radiating to right shoulder, right axillary and down right arm, 2 adjacent right axillary enlarged lymph nodes, irregular contour and dimpling of right silicone prosthesis; left ventricular hypertrophy, fluttering or flip-flop heart beats which apparently are not showing up on EKG, irregular breast shape and size, visible implant outlines; right prosthesis has shifted, nipple irregularity, tightness/heaviness, nipples swelling, discharge, numbness and coldness.